Event description:
Same case as MFR ID # 2134265-2012-01779. It was further reported that the target lesion was mildly calcified and non-tortuous. The shortened 3.5x38mm promus element implanted in the left main to lad was post dilated with a 3.5mm balloon. The first diagonal lesion was attempted to accessed from the left main with the 2.5x8mm promus element but got jammed on the implanted stent. The procedure was completed with a non-bsc stent implanted in the lad and post dilated with a kissing balloon technique.

Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID # 2134265-2012-01779. It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending (lad) and 1st diagonal bifurcation. The lesion was wired with a kissing wire technique and the lesion was dilated with a 2.5x15mm balloon. The 3.5x38mm promus element stent was deployed and post-dilated, upon post-dilation, the stent shortened. The 2.5x8mm promus element stent was advanced to the 1st diagonal but patient experienced pain and arrhythmia. Procedure was concluded without further intervention. No further patient complications were reported and the patient status is stable.